Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the device intermittently powered off with the device in battery mode. The complainant indicated that there was no pt involvement in the reported malfunction.